Event description:
It was reported that the unk - fluid management device when turning on and off the shaver does not work, it turns on and off repeatedly but still does not work and shows the low pressure bulb, when the fms vue pump does not work the surgeon does not allow the blade to be charged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D1, d2, d3, d4, g5-510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the front display of the pump is showing the low pressure warning light turned on. No other issues were found. The overall complaint was confirmed as the observed condition of the fms vue pump would have contributed to the complained device issue. Based on the investigation findings, the potential cause cannot be determined, multiple factors can be associated with this type of failure, it is necessary to receive the complaint device at our service center in order to perform an evaluation. The hands-on analysis will provide sufficient evidence to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5, d10: concomitant devices, the unk - fluid management device was being used with an unk - shaver device. Unknown therapy date.